Manufacturer narrative:
The t:slim x2 user guide states: the auto-off warning notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. You are then prompted to clear the warning. If you do not clear the warning within the 30-second countdown period, the auto-off alarm occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump had shut off while the customer was sleeping. The customer resumed insulin delivery. The customer could not recall if the blood glucose level was impacted. Tandem customer technical support (cts) assisted the customer in identifying the alarm as an auto-off safety alarm. Cts educated the customer about the alarm and advised the customer to discuss the alarm settings with a healthcare provider. The customer acknowledged the information.